Event description:
The customer contact reported a nondelivery. The device was returned by a homecare pt with a report that the device "quit" delivering during an infusion of hydration fluids. No specific pump programming was provided. There were no reported adverse pt effects. No medical interventions were required. Therapy was resumed using a replacement device. Upon receipt of the device, the customer contact noted the motor shaft was missing. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the motor shaft extension was missing. This was due to an over tightened set screw.